Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the pump booted to the verify screen with pink contrast. Evaluation was completed with a test display screen, the contrast returned to normal with test screen. The display screen was found to be scratched. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and scratched. This report is made based on results of investigation completed on (B)(6) 2013.